Event description:
It was reported that the pt heard a very loud beep sound. The implant was checked by telemetry several times over different days and no abnormal messages obtained. New telemetry test suggested but pt would not allow it to be performed as they were crying saying that the noise was too loud.